Event description:
After use of the device for a cardiopulmonary bypass procedure, the user observed a "gas module needs service" error message. The user was unable to duplicate. Since the event occurred after cardiopulmonary bypass, there was no pt involvement during this event.